Event description:
Patient reported bia-alcl was suspected via MRI. Patient additionally reported ¿seroma, lymphoma cancer test.¿ device remains implanted. No histopathological biomarkers have been provided. This record relates to an unknown side.

Manufacturer narrative:
The events of ¿seroma, lymphoma cancer¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: ¿seroma, lymphoma cancer¿. Implanting institution: (B)(6) .